Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number, 03058 were returned and analyzed. The data files showed at least 7 applications were performed with a different balloon catheter without any issues or system notices on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice (B)(4) ¿the balloon is deflated¿ unrelated to the reportable malfunction which was triggered in less than 2 minutes, the inflation was not sustained for 2 minutes. The dissection and pressure test showed a leak through the luer connector adhesive to the push button, also revealed a leak in handle-vacuum line to push button attachment point. In conclusion, the balloon catheter failed the returned product inspection due to the leak through the luer connector and leak in handle line to push button point. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The catheter was returned to the manufacturer, analyzed, and tested out of specification